Event description:
During procedure, there was a flash of electric current observed from the bipolar cord. The cord had a 2-3 cm break in the silicon rubber revealing exposed wires. Cord was removed from service, sterilized, and given to risk management.